Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
2/12/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.